Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported foot retraction problem was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The returned analysis showed tissue caught in the foot; therefore, it is likely that tissue caught in foot resulting in the difficulty to retract the foot and tissue damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 5f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the sutures were placed, the proglide lever was closed but the foot did not close. The proglide device was removed and the artery was ripped. A 12f sheath was placed and the evar procedure was completed. A cutdown was performed and the artery was repaired and hemostasis was achieved surgically. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.